Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service. The patient was seen for troubleshooting and new device data was submitted to technical services. Other lead values were within normal range, but the pacing impedance measurements were still greater than 3000 ohms. Technical services reviewed the x-ray and believed the terminal pin was fully inserted, but could not rule out a loose setscrew or a lead problem. It was recommended to open the device pocket to evaluate the connection and test the lead. The local sales representative provided the recommendations to the physician, who is considering the next steps. As of today, no intervention was performed and the device and rv lead remain implanted and in service. It was later reported that a revision procedure was performed. The impedance issues had persisted, then non-sustained ventricular tachycardia (vt) episodes showing oversensing of noise were stored. When the pocket was opened, there was no evidence of a connection issue; the terminal pin appeared fully inserted into the device header and the setscrew was not loose. The lead was removed from the device and some scratches were observed in the insulation near the terminal pin. The lead tested appropriately on the pacing system analyzer (psa) but without a definitive cause for the out-of-range pacing impedance measurements, noise, and oversensing, the physician elected to replace both the ICD and the rv lead. No additional adverse patient effects were reported outside of the surgical intervention, and the explanted products were returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. The lead failed the pressure test due to a cut in the outer insulation near the terminal pin, as observed during the explant procedure. The cut appeared to be induced during the explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the out-of-range pacing impedance measurements, noise, and oversensing clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service. The patient was seen for troubleshooting and new device data was submitted to technical services. Other lead values were within normal range, but the pacing impedance measurements were still greater than 3000 ohms. Technical services reviewed the x-ray and believed the terminal pin was fully inserted, but could not rule out a loose setscrew or a lead problem. It was recommended to open the device pocket to evaluate the connection and test the lead. The local sales representative provided the recommendations to the physician, who is considering the next steps. As of today, no intervention was performed and the device and rv lead remain implanted and in service. It was later reported that a revision procedure was performed. The impedance issues had persisted, then non-sustained ventricular tachycardia (vt) episodes showing oversensing of noise were stored. When the pocket was opened, there was no evidence of a connection issue; the terminal pin appeared fully inserted into the device header and the setscrew was not loose. The lead was removed from the device and some scratches were observed in the insulation near the terminal pin. The lead tested appropriately on the pacing system analyzer (psa) but without a definitive cause for the out-of-range pacing impedance measurements, noise, and oversensing, the physician elected to replace both the ICD and the rv lead. No additional adverse patient effects were reported outside of the surgical intervention, and the explanted products were returned for analysis.